Manufacturer narrative:
01-dec-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush head keeps falling off - oral-b [device breakage]. Case narrative: a parent via phone stated that this was the third or fourth oral-b toothbrush head that kept falling off of their son¿s oral-b toothbrush while he was brushing his teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps falling off - oral-b device breakage. Case narrative: a parent via phone stated that this was the third or fourth oral-b toothbrush head that kept falling off of their son¿s oral-b toothbrush while he was brushing his teeth. No injury was reported.